Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was debris and hairs in the silicone drain evacuator. Per customer via email on 14aug2025 it was reported that a total of 17 silicone drain evacuators contained debris. Sample is available. Pending sample return. No further details were provided. Per sample evaluation, foreign material was found. Lot: ngkq0974; release date: 04/09/2025; expiration date: 02/28/2030.

Event description:
It was reported that there was debris and hairs in the silicone drain evacuator.per customer via email on (B)(6)2025 it was reported that a total of 17 silicone drain evacuators contained debris. Sample is available. Pending sample return. No further details were provided.per sample evaluation, foreign material was found. Lot: ngkq0974; release date: (B)(6)2025; expiration date: (B)(6)2030.

Manufacturer narrative:
The reported event was confirmed - cause unknown. Visual inspection of lot number ngkq0974 noted foreign material measuring .80mm^2 and located inside the packaging. Product labeling was reviewed for this investigation. Corrections made to tab(s) d, f, h. Initial reporter complete facility name: - corewell health grand rapids hospitals - butterworth (fka spectrum health butter) UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.